Manufacturer narrative:
Calibration and qc data could not be verified as the customer had backdated the instrument more than a year. Several alarms were observed on the alarm trace related to insufficient sample volume or sample clots. These alarms are indicators of pre-analytical sample handling issues. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
It was found that the data set on the analyzer was backdated more than a year. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas e411 disk analyzer. The initial result for the first sample from the patient was 330.8 miu/ml. The results from a new sample were < 0.100 miu/ml with a data flag and < 0.100 miu/ml with a data flag. On (B)(6) 2021, the first sample was repeated with results of 18.97 miu/ml and 15.26 miu/ml. All of the results were reported outside of the laboratory. The reagent lot number was 516539 with an expiration date of 30-apr-2022.